Event description:
It was reported that during in-service of perfusion staff on (B)(6) 2012, that cardiohelp (serial number (B)(4))touch screen went blank and then came back on about 1 second later. This event occurred approximately 60 seconds after demonstrating the battery operation. The rpm's and flow came back on to the previous set levels. A message box popped up stating "user interface restarted. Please check settings." Unit appears to be operating normally after incident. No one was touching the unit when this incident occurred. Per nonconformity report, the incident did not occur during use. (B)(4).

Manufacturer narrative:
(B)(4). The reported event is consistent with software issues. (B)(4).